Manufacturer narrative:
Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -7.5 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting, elevated intraocular pressure, narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens and the problem was resolved. The reporter stated the cause of the event was due to varied white-to-white measurements. There were no additional symptoms related to the event.

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the cause of the complaint. No definite root cause for the complaint was determined. Based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, micl(13.2 mm) was explanted/exchanged for a shorter micl nine days postoperatively to address excessive vault and subsequent elevated iop. According to the completed customer complaint questionnaire for surgery the event was not product related but it was caused by procedure related factor (the surgeon`s choice of longer lens based on varied white- to- white measurements). Upon lens exchange all symptoms resolved and ucva was 20/20 conclusion: based on the complaint history, work order search, device history record review and the medical review, the cause of the event was due to a procedure related factor (the surgeon`s choice of longer lens based on varied white- to- white measurements). Upon lens exchange all symptoms resolved and ucva was 20/20. The event was not product related. (B)(4).